Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that the geometry movement were partly available. Review of the system log files showed enabled movement voltage (enmv) high at startup. Fse checked enable movement circuit and found geo module was defective. Fse replaced the geo module. After replacement of geo module system was returned to good working condition. The codes were updated based on the investigation outcome. The component code was corrected.

Event description:
It has been reported to philips that the c-arm and bed would not move. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse checked the system log files and found an error of enmv_at_startup high, indicating a geometry module failure. The fse checked the geometry module and confirmed it was faulty. The fse replaced the geometry module. After the geometry module replacement, the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.